Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility biomedical department reported the automated impella controller (aic) had a purge disc not detected error. The console was replaced. No patient harm was reported

Manufacturer narrative:
After reviewing the logs, the issues with the automated impella controller (aic) not being able to detect the purge disc was confirmed. The logs have evidence of the console having trouble detecting the purge disc (numerous purge disc not detected alarms. Purge disc flag was found to be broken (missing at the blue purge disc retainer). The root cause of the observed issue was a broken purge disc flag. D9 date device returned to manufacturer added the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12619: e4 should have been left blank in the initial report.